Event description:
It was reported by customer that while using bd vacutainer® lh 68 i.u. Plus blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 100 samples from the customer in support of this complaint for investigation. 20 returned samples were functionally tested, and it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.